Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from 100 mg/dl to over 500 mg/dl. Manual insulin injections were used to address bg. The customer declined to change the pump supplies while troubleshooting with tandem technical support. Reportedly, customer reverted to manual injections for insulin therapy.